Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Metal piece from needle detached, during biopsy, ultrasound department.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to a provided email, the sample was inadvertently disposed of. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a root cause and corrective action is not possible.

Event description:
Metal piece from needle detached, during biopsy, ultrasound department.